Event description:
It was reported that the device had a ventilator failure during a case, no reported patient injury.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The device was serviced onsite by the hospital biomed whereby a leak was detected at the upper or lower rolling diaphragm. The two membranes were replaced by the biomed and another leakage was detected at the peep valve. After this was repaired, the device was calibrated and returned for further service. An incorrectly inserted upper rolling diaphragm by the user could have led to the vacuum not being reached and thus to a ventilator failure. If the required negative pressure is not reached due to a leakage, the device will alarm with a vent fail. There was no further information and no error log available, hence no root cause could be confirmed. Reportedly, the problem could be solved onsite and no further issues have been reported. The number of similar cases, related to the same symptom, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device had a ventilator failure during a case, no reported patient injury.